Event description:
It was reported by the user site that during a 3dimensions exam on (B)(6) 2026, there was uncommanded vertical movement related to a "stuck switch fault". No user or patient injuries were reported. The exam was completed in a different room. A hologic field service engineer (fse) was dispatched to investigate the device and confirmed the uncommanded c-arm movement was related to a stuck foot switch. Resolution to include replacing and repairing the foot switch. Replacement part is ordered and service to complete replacement is outstanding. No further information is currently available.